Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia/heavy bleeding/and ablation for the bleeding') and ovarian cyst ruptured ('ovarian cysts that would rupture with stabbing pain') in an adult female patient who had essure (batch no. B71768, b71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy clotting"), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: decreased clarity"), irritability ("hormonal changes describe: irritable"), temperature intolerance ("exhausted temperature changes"), pain ("general aches/body pain/stabbing pain"), diaphragmatic spasm ("fluttering abdominal muscles"), dyspareunia ("painful sex/pain after sex"), asthenia ("energy level/increased energy level nos"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), visual impairment ("vision/eye problems type: decreased clarity/decline in vision"), anaemia ("I know I get anemic"), pain in extremity ("extreme heel pain-heel pain") and gait disturbance ("can barely walk somedays"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (ablation and total hysterectomy(uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, ovarian cyst ruptured, vaginal haemorrhage, female sexual dysfunction, tooth disorder, vulvovaginal mycotic infection, migraine, vision blurred, irritability, temperature intolerance, pain, diaphragmatic spasm, inflammation, visual impairment, anaemia, pain in extremity and gait disturbance outcome was unknown, the dysmenorrhoea, dyspareunia, asthenia and abdominal pain had resolved and the fatigue, alopecia and headache was resolving. The reporter considered abdominal pain, alopecia, anaemia, asthenia, diaphragmatic spasm, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, inflammation, irritability, menorrhagia, migraine, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, temperature intolerance, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details: starting on the patient's left side the essure tubal occlusion device was inserted and deployed according to manufacturer's recommendations.after deployment, 3 trailing coils were visualized. The same procedure was performed on the opposite side and there were 2 trailing coils at the end of the deployment. A coiled wire is protruding from each fallopian tube orifice at the fundus of the uterus these coiled wires are consistent with, contraceptive devices no significant abnormalities are seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Pathology test - on (B)(6) 2017: result: uterus and cervix hysterectomy -chronic cervicitis, mild -inactive endometrium -weight, 84 grams -no evidence of hyperplasia or malignancy fallopian tubes, right and left, salpingectomy clinical history dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, pelvic pain, menorrhagia and headache. Lot number:b71768 manufacturing date:2013-09-13, expiration date:2016-09-30. Lot number:b71769 manufacturing date:2013-09-17, expiration date:2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy clotting') and ovarian cyst ruptured ('ovarian cysts that would rupture with stabbing pain') in an adult female patient who had essure (batch no. B71768, b71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: decreased clarity"), irritability ("hormonal changes describe: irritable"), temperature intolerance ("exhausted temperature changes"), pain ("general aches/body pain/stabbing pain"), diaphragmatic spasm ("fluttering abdominal muscles"), dyspareunia ("painful sex/pain after sex"), asthenia ("energy level/increased energy level nos"), abdominal pain ("abdominal pain"), inflammation ("inflammation") and visual impairment ("vision/eye problems type: decreased clarity/decline in vision"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (total hysterectomy(uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst ruptured, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, vulvovaginal mycotic infection, migraine, vision blurred, irritability, temperature intolerance, pain, diaphragmatic spasm, inflammation and visual impairment outcome was unknown, the dysmenorrhoea, dyspareunia, asthenia and abdominal pain had resolved and the fatigue, alopecia and headache was resolving. The reporter considered abdominal pain, alopecia, asthenia, diaphragmatic spasm, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, irritability, menorrhagia, migraine, ovarian cyst ruptured, pain, pelvic pain, temperature intolerance, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details: starting on the patient's left side the essure tubal occlusion device was inserted and deployed according to manufacturer's recommendations.after deployment, 3 trailing coils were visualized. The same procedure was performed on the opposite side and there were 2 trailing coils at the end of the deployment. A coiled wire is protruding from each fallopian tube orifice at the fundus of the uterus these coiled wires are consistent with, contraceptive devices no significant abnormalities are seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Pathology test - on (B)(6) 2017: result: uterus and cervix hysterectomy -chronic cervicitis, mild -inactive endometrium -weight, 84 grams -no evidence of hyperplasia or malignancy fallopian tubes, right and left, salpingectomy clinical history dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, pelvic pain, menorrhagia and headache. Lot number:b71768, manufacturing date:2013-09-13, expiration date:2016-09-30, lot number:b71769, manufacturing date:2013-09-17, expiration date:2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report."

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy clotting'), menorrhagia ('menorrhagia/heavy bleeding/and ablation for the bleeding') and ovarian cyst ruptured ('ovarian cysts that would rupture with stabbing pain') in an adult female patient who had essure (batch no. B71768, b71769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: decreased clarity"), irritability ("hormonal changes describe: irritable"), temperature intolerance ("exhausted temperature changes"), pain ("general aches/body pain/stabbing pain"), diaphragmatic spasm ("fluttering abdominal muscles"), dyspareunia ("painful sex/pain after sex"), asthenia ("energy level/increased energy level nos"), abdominal pain ("abdominal pain"), inflammation ("inflammation"), visual impairment ("vision/eye problems type: decreased clarity/decline in vision"), anaemia ("I know I get anemic"), pain in extremity ("extreme heel pain-heel pain") and gait disturbance ("can barely walk somedays"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (ablation and total hysterectomy(uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, ovarian cyst ruptured, vaginal haemorrhage, female sexual dysfunction, tooth disorder, vulvovaginal mycotic infection, migraine, vision blurred, irritability, temperature intolerance, pain, diaphragmatic spasm, inflammation, visual impairment, anaemia, pain in extremity and gait disturbance outcome was unknown, the dysmenorrhoea, dyspareunia, asthenia and abdominal pain had resolved and the fatigue, alopecia and headache was resolving. The reporter considered abdominal pain, alopecia, anaemia, asthenia, diaphragmatic spasm, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, inflammation, irritability, menorrhagia, migraine, ovarian cyst ruptured, pain, pain in extremity, pelvic pain, temperature intolerance, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details: starting on the patient's left side the essure tubal occlusion device was inserted and deployed according to manufacturer's recommendations. After deployment, 3 trailing coils were visualized. The same procedure was performed on the opposite side and there were 2 trailing coils at the end of the deployment. A coiled wire is protruding from each fallopian tube orifice at the fundus of the uterus these coiled wires are consistent with, contraceptive devices no significant abnormalities are seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Pathology test - on (B)(6) 2017: result: uterus and cervix hysterectomy. Chronic cervicitis, mild inactive endometrium weight, 84 grams no evidence of hyperplasia or malignancy fallopian tubes, right and left, salpingectomy clinical history dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, pelvic pain, menorrhagia and headache. Lot number:b71768 manufacturing date:2013-09-13, expiration date:2016-09-30. Lot number:b71769 manufacturing date:2013-09-17, expiration date:2016-09-30. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). New reporter was added. Event-I know I get anaemic,extreme heel pain, can barely walk someday were added. Surgery ablation was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('heavy clotting') and ovarian cyst ruptured ('ovarian cysts that would rupture with stabbing pain') in a female patient who had essure (batch no. Left b71769, right b71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive and mirena. Concurrent conditions included menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type: decreased clarity"), irritability ("hormonal changes describe: irritable"), temperature intolerance ("exhausted temperature changes"), pain ("general aches/body pain/stabbing pain"), diaphragmatic spasm ("fluttering abdominal muscles"), dyspareunia ("painful sex/pain after sex"), asthenia ("energy level/increased energy level nos"), abdominal pain ("abdominal pain"), inflammation ("inflammation") and visual impairment ("vision/eye problems type: decreased clarity/decline in vision"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (total hysterectomy(uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst ruptured, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, vulvovaginal mycotic infection, migraine, vision blurred, irritability, temperature intolerance, pain, diaphragmatic spasm, inflammation and visual impairment outcome was unknown, the dysmenorrhoea, dyspareunia, asthenia and abdominal pain had resolved and the fatigue, alopecia and headache was resolving. The reporter considered abdominal pain, alopecia, asthenia, diaphragmatic spasm, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, irritability, menorrhagia, migraine, ovarian cyst ruptured, pain, pelvic pain, temperature intolerance, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details: starting on the patient's left side the essure tubal occlusion device was inserted and deployed according to manufacturer's recommendations. After deployment, 3 trailing coils were visualized. The same procedure was performed on the opposite side and there were 2 trailing coils at the end of the deployment. A coiled wire is protruding from each fallopian tube orifice at the fundus of the uterus these coiled wires are consistent with, contraceptive devices no significant abnormalities are seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Pathology test - on (B)(6) 2017: result: uterus and cervix hysterectomy: chronic cervicitis, mild, inactive endometrium, weight, 84 grams, no evidence of hyperplasia or malignancy, fallopian tubes, right and left, salpingectomy. Clinical history: dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, pelvic pain, menorrhagia and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs & mr received. Essure lot number added. Product indication added and essure explant date added. Following events were added: heavy clotting, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), fatigue, hair loss, infection (bladder/ urinary tract/vaginal) type: yeast, migraines, headaches, vision/eye problems type: decreased clarity/decline in vision, hormonal changes describe: irritable, exhausted temperature changes, general aches/body pain, fluttering abdominal muscles, painful sex/pain after sex, ovarian cysts that would rupture with stabbing pain, energy level/increased energy level, abdominal pain and inflammation. Previously reported event injury to herself was updated to pain. Event severity added. Event outcome added for: hair loss, energy level/increased energy level, headaches, fatigue, abdominal pain, dysmenorrhea (cramping) and painful sex/pain after sex. Historical, treatment drugs, lab data and medical history were added. Reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report."